Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2012. The patient reported obtaining inaccurate erratic readings of "114, 159 and 115 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. At the time of the call, the patient also reported obtaining what she felt were inaccurate results compared to her feelings and/or usual readings on (B)(6) 2013. The patient reported obtaining inaccurate readings of "96, 224, 55, 62, 72, 73, 70, 96 and 147 mg/dl." The dates/times the readings were obtained were not provided. The patient informed the cca that she manages her diabetes with insulin (self adjuster). It is not known if the patient made any adjustments to her usual diabetes management regimen in response to an alleged inaccurate reading obtained with the subject meter. The patient reported developing symptoms of feeling "sweaty and feeling weird inside" a little over 1 hour after obtaining an inaccurate reading on (B)(6) 2013. The patient reported treating self with "food and insulin." Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate readings with the subject meter.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips have passed all testing with no faults found. The meter associated with this complaint was been returned to lifescan on (B)(4) 2013; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.